Event description:
This medwatch is being submitted to report the reinfusion of hemolyzed red blood cells to a plasma donor as indicated by discolored urine. During the plasmapheresis procedure in 2005 there was a "check for plasmaline hb" alarm. The operator noted a plasma color change but was unable to identify an assignable cause. The operator resumed the procedure and, when the plasma color did not clear, disconnected the donor without returning cells from the reservoir. The donor experience a 63 ml red blood cell loss. The donor was released in good condition after drinking some juice. Four days later the donor returned to the center to donate again. At that time the donor informed the medical supervisor that she had very rusty urine two times but no other symptoms, and no repeat incidence since.